Event description:
The device was used for endometrial ablation, but would not measure cavity. Message prompt "failure to measure cavity" appeared on machine. Troubleshooted and rebooted machine twice without success. A new novasure ablation device was open and worked without issues. The failed device was sent back to hologic for evaluation and credit.